Event description:
It was reported that an adverse event occurred. The patient stated that the transmitter and the receiver did not pair and the patient was not receiving cgm values. The patient was at a doctor visit for her regular check-up the day of the event. There they took a bg reading which was high (no specific values reported). The patient was taken to the hospital and admitted to the intensive care unit (ICU) to monitor her glucose values. There is no additional information about the medication received nor any other bg or cgm values, as the reporter was not aware of that information due to being really sick. At the time of the report the patient was fine. Additionally, it was reported that the patient was in and out of the hospital for a week because of an additional heart failure (not related to dexcom). No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect - clinical code - e0611 heart failure/congestive heart failure.